Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the patient experienced low glucose readings, with the pump indicating a value below 50 mg/dl while a contemporaneous fingerstick measured 65 mg/dl, and the pump had difficulty connecting after attempts to switch between different cgm integrations before returning to the fsl3+. Customer care provided support that included connectivity checks conducted through customer troubleshooting. Investigation of this case revealed no confirmed device malfunction and an undetermined root cause for the reported low glucose and connection issue. No clinical symptoms associated with hypoglycemia reported. Outcomes included temporary interruption to normal device use and the shipment of replacement supplies. It was concluded that the event was user-reported hypoglycemia with cause unclear and no device fault identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.